Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar gel was implanted during a procedure performed on (B)(6) 2020. There were no issues reported during placement. According to the complainant, during the procedure, some of the gel was injected into the capsular (venous) and internal obturator muscles on the right side of the prostate. Per review of the magnetic resonance image (MRI), most of the gel was in the right place; however, there was evidence of intravascular injection based on the presence of gel in the dorsal various plexus anterior to the prostate. Reportedly, the amount of gel in the vessels appeared to be minimal. Reportedly, the patient felt pain during urination for several days after placement of the spaceoar gel, but is currently asymptomatic. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.